Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4).

Event description:
Pentax medical was made aware of an event on 19-nov-2020 that occurred in the operating room during use in the emea region. The user reported that the disposable distal end cap(dec) does not fit on the duodenoscope. Was dislodged and fell into the patient. The reported complaint involved a pentax medical accessory model oe-a63, lot 0011020, used with a pentax medical video duodenoscope, model ed34-i10t2, serial number (B)(4). Pentax (B)(4) stated that there was a dec disconnection. It was also noted that after investigation, it was noticed that the nurse who has filled in the notification is not recorded has trained on how to install the distal end cap(dec). On 19-jan-2021, a device history record(DHR) review for model oe-a63, lot 0011020 was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 29-jan-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 10-feb-2020. Based on documentation from pentax emea, the user facility is not willing to work together with pentax medical on the investigation. No additional information appears to be available.